Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional information becomes available.

Event description:
It was reported that the pump alarmed and displayed the message: check for empty tubing or reservoir, although visible medication remained in the bag. Troubleshooting was performed but the alarm persisted and displayed message. The reservoir volume had been noted at 57.8 ml. There was a patient involvement, no patient injury was reported.

Manufacturer narrative:
Device was not returned for analysis of complaint that the pump had alarmed "check for empty tubing or reservoir." No event history log provided. Product not returned. No evidence provided for review. No previous repair was noted for the last 12 months. Based on the review of information provided from the customer we are unable to determine a probable cause as the device was not returned for evaluation. Unable to confirm complaint as no device was returned.

Manufacturer narrative:
H3: one device was returned for analysis. The service history review identified that the device had not been in the last 12 months. Visual inspection found a cracking dso seal. The customer complaint was confirmed through the downstream occlusion/upstream occlusion (dso/uso) test. The root cause of the issue was dso sensor fluid ingress/nonfunctional. The dso sensor was replaced. A uso/dso sensor calibration plus a performance verification test (pvt) were performed, and the device passed all testing criteria. Software was updated, and the device was reset to standard configuration.